Event description:
Patient reported that the device generated a result of "lo" (< 10 mg/dl), without having first applied blood or control solution to the test strip. No action was taken based on this result. No patient injury was reported, and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.